Manufacturer narrative:
As indicated in the instructions for use, infection is a known inherent risk associated with any surgical procedure. Reserve sample testing confirmed that the product met release criteria.

Event description:
The clinician reported that 10 days following initial dental procedure a surgical site infection was observed and required follow-up procedure to remove the membrane. Upon re-entry of the surgical site the clinician observed that the membrane was "gone". Primary closure was attained and sutures were intact prior to follow-up procedure.